Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarm or unlocked lcd keypad connector noted during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error. The customer's blood glucose value was 137 mg/dl. The customer stated that the pump made a beeping noise and none of the buttons were responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.